Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed that the tubing had pulled out of the bottom y site outlet port and was missing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set separated from the injection y-site during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.